Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent an irrigation and debridement on (B)(6) 2004 due to an imperfect wound; and an irrigation and debridement on (B)(6) 2004 due to wound drainage/infection. No components were reported to have been removed or replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-01264-2 / 2016-00311).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent an irrigation and debridement on (B)(6) 2004 due to an imperfect wound; and an irrigation and debridement on (B)(6) 2004 due to wound drainage/infection. No components were reported to have been removed or replaced. Additional information provided reports patient underwent a left initial total hip arthroplasty on (B)(6) 1992. A biomet cup and liner with competitor stem and head were used to complete the procedure. Subsequently, patient underwent a left revision on (B)(6) 2009 due to poly wear and osteolysis. Operative notes provided report that the stem was well fixed. A biomet liner with a competitor head was used to complete the procedure. Patient underwent another left revision on (B)(6) 2009 due to infection. Operative report notes the presence of perulant fluid and multiple proximal fractures due to stem removal. During the procedure, all components were removed and replaced with cement spacers. Patient underwent a reimplantation procedure on (B)(6) 2010.